Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted due to recurrent meningitis. The user is currently hospitalized and will be scheduled for a meningeal breach surgery.

Event description:
The device was explanted due to recurrent meningitis. The user is currently hospitalized and will be scheduled for a meningeal breach surgery.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is as expected as the device was explanted due to recurrent meningitis. The recipient is reported to have a cochlear malformation and a csf leak, which increases his risk for meningitis. Review of the device sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.